Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis nurse stated that she is doing a training treatment in a dummy tummy on facility cycler. There is no patient connected. The nurse stated that the cycler had make sure heater bag is on heater tray in fill 1. The nurse noticed fluid leaking in treatment end. The cycler was replaced.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.